Event description:
It was reported via notice of litigation that a stretcher fell. It is alleged that an operator sustained injury.

Manufacturer narrative:
Details of the reported event and the alleged injury are unavailable at this time. Additional information may become available as part of the discovery process.